Event description:
It was reported that during follow-up, increase in capture threshold was observed. Decreased r-wave sensing and impedance were noted. The lead was explanted when repositioning was unsuccessful.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.